Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an user error occurred during a cisplatin infusion and that the patient did not receive the medication as intended. There was no report received of patient harm as a result of the event. The hospital¿s internal investigation of the event found no issues with the device, concluded a user error occurred, and does not allege a device malfunction. The customer declined a device investigation, and did not provide any other event details.